Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. The root cause of the reported issue was a pinhole leak. Possible cause was due to a latent deformity in the balloon area may have caused eventual leak under pressure, or the balloon might have been subjected to stress during insertion of the unit. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated / dried up on the balloons, shaft, lured tubing's and infusion ports. The returned catheter was connected to a pressurized inflation device. A pinhole leak was observed immediately upon pressurization. A pinhole leak was noted at the distal end of the balloon. During manufacturing, all catheters are 100 % inspected for leaks. Thus, it is likely that either a latent deformity in the bond are may have caused eventual leak under pressure, or the bonding failure might have occurred during insertion of the unit. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for solex catheter lot number 70395.

Event description:
During a catheter placement in left subclavian, a leak was suspected. The catheter was removed and replaced with cool line catheter. There was no patient harm or consequence was reported.